Event description:
New information on 3/4 notes that the patient presented in clinic for pulse generator change due to inability to interrogate. Upon interrogation, the device could be interrogated fine. The device remained implanted.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. The pulse generator could not be interrogated. Three other programmers were used to interrogate the device but were unsuccessful. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.